Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The device was installed on (B)(6) 2009. After this date the occurrence of multiple events on the same day would indicate that the device was switching itself on, timing out and switching on and off again. This had the effect of depleting the pad-pak and filling the memory. The fault with the device was caused by corrosion on the membrane tail. This corrosion was caused by storage of the device in adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.